Event description:
The complainant stated that the right head siderail center arm is broken, preventing the siderail from latching.

Manufacturer narrative:
The account has not completed repairs. A f/u report will be sent once the customer discloses their investigation.